Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated 'positive cultures' for gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. Pentax medical followed up with the facility to gather additional details regarding the complaint. Additional information was received from the facility on 09/19/2016 and 09/20/2016. The facility contact confirmed a positive culture result was returned on the scope on (B)(6) 2016 and the scope was quarantined and sent to pentax medical for repairs. The facility stated no knowledge as to what the culture was positive for, as the laboratory only reports a result of positive or negative. The facility stated that once a positive report is received from the laboratory, the facility immediately quarantines the scope and repeats the process (cleaning and culturing) until a negative result is reported by the laboratory. The gastroscope was returned to pentax medical for evaluation. The inspectional findings included: -image blackout, -ccd circuit board corrosion, -pve electrical connector frame, mild corrosion, -dry/wet leak tests passed/ the gastroscope is currently at pentax medical undergoing repairs. An in-service was performed by a pentax reprocessing trainer on 09/19/2016 who demonstrated reprocessing per the instructions for use for this gastroscope model. The following observations/comments were made: -no ultrasonic cleaner was being utilized at the facility. -the facility is currently using ruhof scopevalet endo brush. -the facility is having to replace filters in its evotech filtration system every 6 weeks instead of every 6 months.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Repairs were performed on the gastroscope, which included replacement of the following components: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, distal attaching plate, segment assembly attaching screw, insertion flex tube, segment attaching screw, staycoil collar, segment staycoil assembly, rl pulley assembly, ud pulley assembly, air/water supply tube lg, jet supply tube lg, suction channel lg, pcb for ccd drive, electrical connnector assembly, intermediate plate. A device history review was performed on 25/oct/2016 confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The gastroscope was shipped back to the customer on 07/dec/2016. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.